Event description:
In 2005, the pt contacted lifescan alleging that her one touch ultra meter was set to the incorrect unit of measurement. The medical affairs specialist (mas) left a phone message for the pt and sent a letter to the pt. Readings obtained on the reported meter were not provided. The pt drank orange juice and contacted an advice rn. The rn advised the pt that the meter was not set correctly. The pt received no treatment. The customer care representative (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. From the information provided, it is not clear whether the pt answered yes or no when asked if the meter had been previously set to the correct units of measurement. The ccr walked the pt through resetting the meter. The meter, test strips, and control solution were replaced.